Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 693565 implantable tachy lead implanted: 2011 (B)(6), 419488 implantable pacing lead implanted: 2011 (B)(6); 4473 competitor implantable pacing lead implanted: 2011 (B)(6). (B)(4).

Event description:
It was reported that the patient's system was removed due to bacteremia. The device and leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.